Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer identified the foreign material to be parts of a generic cleaning brush. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing, the generic brushes deform easily. There were no other concerns with reprocessing. Based on the results of the investigation, the identity of the foreign material (contaminants) were parts of a generic cleaning brush. A definitive root cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the objective lens and c-cover had contaminants during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.